Manufacturer narrative:
It is not known at this time if the device will be available for eval. Additional info has been requested and if received will be provided on a supplemental report.

Event description:
User facility's report (B) (4), via the FDA, event desc: the pt was admitted 3 months ago with right subtrochanter fracture. Pt was operated on 3 days later and had a gamma nail inserted. Pt was bearing weight with a walker. She was seen for a follow up visit in the physician's office nine days ago. An x-ray was completed with no problem identified. One day later, the pt was complaining of pain in the right hip. The pt came to the ER. An x-ray of the right hip was completed. X-ray read as upper femoral rod at intersection with cephalomedullary screw. All screws appeared to be well fixed. Some varus angulation at site of hardware failure. Four days ago, the pt returned to the operating room. Removal of right femur intramedullary nail. Had right femur open reduction; internal fixation with intramedullary nail and bone grafting.